Event description:
Baxter reported that a transfer set has been replaced because of leaks of the peritoneal dialysis fluid through the tubing. Transfer set was placed in 01/05. No patient injury or medical intervention has been reported at this time.